Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe resulting in insulin not being able to be dispensed from the syringe. A new syringe was used to successfully fill the same cartridge. Blood glucose was 94 mg/dl.